Manufacturer narrative:
The reported event was confirmed manufacturing related. This does not meet specification which states "missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted, the clamp must be closed". Additional evaluation showed a tear in the inflation arm was present measuring 0.2015in. The seam at the inflation funnel was separating due to a molding process deviation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flush used for the catheter balloon caused a small tear in the external main hub of the device. Consequently, the catheter was immediately removed, and a new foley catheter was placed successfully. Per follow up information received via email on 03jan2026, it was reported that the physical sample is available. Pending sample return. No patient harm was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flush used for the catheter balloon caused a small tear in the external main hub of the device. Consequently, the catheter was immediately removed, and a new foley catheter was placed successfully.